Manufacturer narrative:
This report is being filed on an international product list 2k91-39, that has a similar us product distributed in the us, list 2k91-33. The complaint investigation included a search for similar complaints, and the review of complaint text, trending data, labeling, device history records and historical performance of reagent lot 11018m800. A ticket search for lot 11018m800 did not identify an increase in complaint activity related to falsely elevated results. A review of ticket trending data for the architect ca 19-9xr was performed with no adverse trends were identified. Labeling was reviewed and found to adequately address the issue of falsely elevated results. Device history record review was performed on lot 11018m800, which did not show any potential nonconformances, deviations, or non-conformances. The historical performance of reagent lot 11018m800 was evaluated using world wide data. Patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 11018m800 is inside the established control limits, which indicates acceptable product performance. Use error may have occurred with the falsely elevated result as a retest gave the expected result indicating a possible sample handling/integrity issue. No product deficiency was identified.

Event description:
The account generated false elevated architect ca19-9xr of 800 on a patient that repeated <2. No unit of measure was provided. It is unknown if the patient has pancreatic cancer. No impact to patient management was reported. No specific patient information was provided.